Manufacturer narrative:
The customer complaint of sets disconnected and leaked lock could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported the set disconnected at the site of the two ganged extension sets. The user tightened all the connections prior to use, primed the set and while the set was in use on a patient, it disconnected at the male/female luer connection in the middle and leaked. No patient harm reported.